Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, it is likely that the reportable malfunction was due to probable causes such as damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation of the videoscope, the curved rubber adhesive part was missing. There were no reports of patient involvement.